Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, drawer 4.2 was failed and required maintenance. The customer stated that there was a delay since the user managed to get the medicines from the other station. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-mar-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 4.2 of the station failed to open and required maintenance. The field service engineer (fse) identified a broken plunger u-link as the cause. The fse replaced the plunger, assisted the customer in transferring station, and swapped the remote manager. The system functioned as intended after the field service engineer repaired the device.